Event description:
During an in-clinic follow-up, failure to capture was detected on the right ventricular (rv) lead. Fluoroscopy was performed and confirmed dislodgement of the rv lead. During the revision procedure, the helix was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable.